Event description:
It was reported that during a procedure the tip of the vapr s 90 started to spark while being used on the patient. The procedure was completed successfully with a backup device. There was no medial treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with visible biological material on the distal tip; evidence that it was clinically used. The plastic below the epoxy was confirmed to be melted and part of the metal hinge/plate was found to be damaged; evidence that it was heavily used. The results of the investigation performed on the returned device revealed some melted plastic below the epoxy and damaged metal hinge/plate. The most probable causes for the reported issue can be attributed but not limited to the distal tip of the device coming in contact with tissue for an extended period of time, resulting in excessive temperatures and ultimately affecting the device integrity. This device is intended to ablate (arc/spark); however, it is possible to observe a spark-like effect when the device shorts out or when it comes in contact with another metal object. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted and the instrument was in working condition when released from stryker® sustainability solutions (sss). The instructions for use (IFU) for reprocessed soft tissue ablators state: ¿reprocessed arthroscopic wands are contraindicated for surgical or arthroscopic procedures where a conductive solution (e.g. Saline, ringer¿s lactate) is not used as an irrigant.¿ ¿do not use the arthroscopic wand or electrode without the tip being completely surrounded by conductive irrigant solution.¿ ¿high frequency electrosurgical equipment may interfere with operation of other equipment. Keep monitoring electrodes as far as possible from the surgical electrodes.¿ ¿it is important to use only conductive irrigant solution and to ensure proper irrigation of the arthroscopic wand or electrode tip during activation.¿ ¿while it is normal to observe bubbling during activation of the electrodes, avoid accumulation of bubbles in the joint area, as this could diminish device performance or result in overheating and possible injury to surrounding tissue.¿ ¿the suction function is designed to remove bubbles and/or small pieces of tissue and not large-volume suction.¿ ¿always ensure adequate flow and circulation of conductive solution to prevent overheating of solution that could result in tissue damage.¿ this report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to an arthroscopic wand sparking and burning the patient. The reported event is not occurring more frequently or with greater severity than is usual for the device.